Manufacturer narrative:
Manufacturing and quality control data. The progav¿ shunt system was manufactured by a qualified employee in december 2019. Deviations during assembly did not occur. The valve was sterilized by miethke and released for shipment after final inspection. The progav¿ valve has a normal pressure range of 0 to 20 cmh2o. The shunt assistant¿ has a fixed pressure of 20 cmh2o. The parameters of the valve were tested at a flow rate of 5 ml/hr or 50 l/hr at a fixed pressure of 20 cmh2o, and were found to meet range the tolerances. The shunt system was inspected as article fv434t. All parameters (opening pressure, reflux, leak-proof/integrity of housing, adjustability and brake function) have been inspected and approved during the manufacturing process. All parameters have been assessed as meeting specifications. An investigation was not possible because no product was sent for investigation. It is possible that protein deposits inside the valves affect the function of the shunt system and have led to a malfunction . As described in scientific literature, the problem encountered is one of the known, inevitable risks of hc-therapy by shunt implants. However, we cannot finally clarify what influenced the blockage, this would be require an examination of the valves.

Event description:
It was reported that there was a problem with a progav. It was reported that a progav system was used during a neurosurgery procedure performed on (B)(6) 2020. According to the complainant, following treatment, the shunt pressure was adjusted from 13 to 0, however, the ventricular size remained unchanged and the ventricular pressure remained high. The device was replaced with another type to successfully complete the procedure. Reportedly, after replacement, the shunt effect was good and the ventricle shrank. The complaint device was discarded by the user facility, therefore, it is not available to be evaluated by the manufacturer. No patient complications were reported as a result of this event. Follow-up by sales: the patient is a (B)(6) female.